Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mako tibial 3.2 x110mm pins bent and broke off inside patient upon removal at end of case. See attached images. Mako 3.2x110mm pins, one item affected out of pack of 2 procedure: mako left total knee.

Event description:
Mako tibial 3.2 x110mm pins bent and broke off inside patient upon removal at end of case. See attached images. Mako 3.2x110mm pins, one item affected out of pack of 2. Procedure: mako left total knee.

Manufacturer narrative:
Mako tibial 3.2 x110mm pins bent and broke off inside patient upon removal at end of case. See attached images. Mako 3.2x110mm pins, one item affected out of pack of 2 procedure: mako left total knee. Product evaluation and results: product inspection was not performed as product was not returned for inspection. Product history review: review of the device history records indicate (B)(4) were manufactured and accepted into final stock on 05/03/2019. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143110, l/n w64079-2 shows no additional complaints related to the failure in this investigation. Conclusions: the failure was confirmed as alleged as per the image provided. If device and/or additional information become available, this investigation will be reopened.